Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed as the clip detached from one leaflet and remained attached to the other leaflet. It was reported that on (B)(6) 2020, a mitraclip procedure was performed for mixed mitral regurgitation (mr) grade 4. The patient presented with a restricted posterior leaflet, posterior and anterior leaflet tethering due to left ventricular dilation, and posterior leaflet flail. The first mitraclip was unable to grasp and capture the leaflets. The clip was not deployed and removed without issue. As replacement, an mitraclip xtw was successfully implanted without issues. Following, to further reduce mr, a mitraclip nt (91016u177), was carefully implanted, being careful to avoid the previously implanted xtr clip. There was no device interaction observed and the mitraclip nt clip was successfully implanted without issue. During removal of the mitraclip nt delivery system, the mitraclip nt detached from the posterior leaflet, while remaining attached to the anterior leaflet (single leaflet device attachment-slda). As treatment for the slda, another mitraclip was advanced and grasped the leaflets, however, the clip was unable to maintain leaflet capture. It was decided to not implant this clip and the device, with the undeployed clip, was removed without issue. Reportedly, there was no device related tissue injury observed due to any clip used. The mr remained grade 4 and there was no adverse patient sequela reported. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product quality issue. The reported single leaflet device attachment (slda) was due to challenging patient anatomy. Additionally, the reported recurrent mitral regurgitation (mr) was due to reported slda. The reported additional therapy/non-surgical treatment was the result of case-specific circumstances. It should be noted that the reported patient effect of mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling.